Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected, failed battery and replace battery now alarms. The customer¿s blood glucose level was 245 mg/dl. Customer stated that she was getting pump error on multiple occasions and changed battery and had failed battery. It was reported that the pump alarmed with replace battery now. The customer was advised to wait for the insert battery alarm before inserting a new or fully charged aa battery. The insulin pump will not be returned for analysis.